Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Common device name: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that an unknown containment tube caused erroneous results.